Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had pain over the implant site and spinal incision. The patient was not able to use the system much yet because of the pain. The healthcare provider sent for lab work to rule out infection. The issue was not resolved at the time of the report. The patient had stated that all lab results were normal. The patient had been referred to another healthcare provider for a consult to remove the paddle lead and place percutaneous leads on (B)(6) 2016. The patient was not using the therapy but was keeping her battery charged until possible lead revision. It was later noted that the patient was sent for a revision and a percutaneous lead will be added. The date of the revision was unknown at the time of the report. The indications for use were failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient was currently being re-trialed with percutaneous leads on (B)(6) 2016. The patient had several groups to try. The trial was scheduled to end and for the leads to be pulled on thursday. The patient stated that it was helping some but was not really able to gauge how much it was helping. The patient was meeting with the health care professional (hcp) later on the morning of the report for additional programs to be set for the trial. It was later reported by the manufacturer representative on 2016-08-25 that the patient had 20% improvement. The manufacturer representative tried to reprogram the device but it was not reaching their back. The patient wished to pursue having he device explanted and would not be proceeding with the re-implantation of the percutaneous leads. The patient would keep their device off until scheduled for explant per the patient¿s report on (B)(6) 2016. There was no further information available at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.